Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during vascular diagnosis procedure when the issue happened. The procedure was completed (as planned) by restarting the system. A field service engineer (fse) inspected the system onsite and addressed the issue reported by the customer. To resolve the issue, fse replaced the geometry module and performed all required system adjustments and return the part for further analysis, but no malfunction confirmed. After replacement of geometry control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. No harm was reported to philips. Philips has started an investigation of this complaint.